Event description:
Per the clinic, the patient experienced inflammation at the implant site with extrusion of the implant body (specific date not reported). The implanted device remains. Explantation and reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.